Event description:
It was reported that cartridge leaked insulin during filling repeatedly over about six months.the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer gave a correction dose using pump, did not require outside medical help, changed cartridge, and successfully resumed insulin therapy; technical support arranged replacement cartridges, reviewed proper filling steps with customer, confirmed use of room temperature insulin and air removal, and advised customer to follow instructions and call back for virtual support if problems continued.